Event description:
Information was received that the cadd administration sets were setting off the low pressure occlusion alarm. Customer performed a test using the OEM manual and received an occlusion pressure of 8.5 psi while the acceptable range is 9 - 27 psi. It is unknown if patients were involved.